Event description:
During a hand assisted laparoscopic colectomy procedure, a leak test was performed and a leak was discovered. The source and location of the leak could not be determined. The surgeon opted to perform a temporary diverting colostomy.